Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations were confirmed; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the connecting tube had buckling. In addition to foreign objects found clogging the nozzle, the investigation findings are as follows: due to damage on the up/down knob, water tightness was lost; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover had a chip, was cracked and had a white clouded area; the electrical connector had corrosion due to water leakage, the adhesives around the objective lens was peeled and had a white clouded area, the adhesives around the light guide lens had a white clouded area, the plastic distal end cover had a dent, the connecting tube had a scratch and coating peeling, the connecting tube had a wrinkle; due to corrosion on the electrical connector, a noisy image occurred and the image could not be seen; switch buttons one and two (1 and 2) had a scratch, and the paint on the suction cylinder was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera colonovideoscope, there was reduced angulation and insertion buckling/deformation (which may decrease functionality). There was no patient harm associated with the event. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were abnormalities in the accessories used for reprocessing. The customer reported there was no possibility that the endoscope was used for a procedure with foreign material attached. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.